Event description:
It was reported that during an interventional procedure, the tip of the stent delivery system (sds) separated. Resistance was encountered after the sds had been advanced into the anatomy, and the sds, guide catheter and bmw guide wire were removed from the anatomy as a unit. After removal, the tip was found on the guide wire. No patient injury was reported from this procedure.